Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, highly calcified part native / part previously stented lesion of the external iliac artery. A 6 x 200 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance via a contralateral approach. The balloon of the pta balloon catheter was inflated once to nominal pressure. While there were no reported problems with deflation, resistance on removal of the pta balloon catheter was felt and force was applied. The balloon tore and separated from the shaft of the pta balloon catheter. Attempts to snare the balloon were unsuccessful and the patient was ultimately transferred to a neighboring hospital for open surgery of the right external iliac artery. The balloon was successfully removed during the surgical procedure and the lesion was stented with an unspecified non-abbott covered stent. The patient was reported to be stable post-surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device return status updated. Device will not be returned for analysis. Device code 2017 was removed. The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the balloon was not allowed to fully deflate prior to removing resulting in resistance and separation as the device was retracted with force against resistance; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.